Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed the cartridge and infusion set. Customer's blood glucose was 286-287. Ketone level was 4.6. Customer felt dizzy and was vomiting. Customer went to the emergency room (ER) and was treated with 2 bags of saline. After 4 hours, customer left ER and felt "normal". Customer's bg was 176-177 mg/dl and ketone level was 2.1. Customer reported the occlusion issue had resolved.